Manufacturer narrative:
The returned smart card was received for analysis. Analysis of the smart card data confirmed the occurrence of multiple return pressure warnings during a treatment that was ended early. Review of the data recorded on the returned smart card was unable to determine if there had been an issue with the kit that caused or contributed to the observed alarms. (B)(4). Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot e126 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories hypotension and alarm#17: return pressure and no trend was detected for either of these categories. This assessment is based on information available at the time of the investigation. The evaluation of the smart card data log, returned by the reporter was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4).

Event description:
The company received a complaint from a nurse. The original complaint was received in (B)(6). From start of treatment there were return pressure alarms. Needle was seemingly good, still alarm. Made new access, did not help. Due to the alarms, the purging air phase continued without any return to the patient. Eventually there was 360 ml in return bag. Due to the many venipunctures and no return, patient felt unwell with blood pressure drop. This was successfully treated by trendelenburg position and a large volume of fluids with sugar (volume not specified). They tried a new access but the needle was gliding out due to the patient perspiring. They stopped the treatment but could not return blood. Physician ordinated blood transfusion, which was made once the patient was no longer sweating and they could make a new access. Patient was now stable when bowl was emptied there was 420 ml in the return bag and approx. -350 ml in fluid balance. Whole blood processed (wbp) was 342 ml. Nurse knew that some fluid in the return bag was a/c and nacl. Patient's safe ecv was 787-1181 ml. Operator provided additional information on follow-up call: patient's bp was not measured when patient was unwell, but nurse stated "it was low". He was given approx. 1 liter sweetened fluids over 20 min. Customer will return smart card for evaluation.